Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue solenoid. A field service engineer reseated the solenoid cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failed to stay closed. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.